Event description:
Per summons: patient is a (B)(6) patient admitted to hospital (B)(6) from hospital (B)(6) on (B)(6) 2010 with both a PICC and a midline. Patient suffers from acute chronic kidney disease, which is a contraindication to a PICC. The use of a PICC line resulted in mitral valve vegetation and probable endocarditis, which was a contributing factor to patient's death on (B)(6) 2010.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.